Manufacturer narrative:
The power supply was received and a visual assessment of the returned sample found no visual nonconformities. The returned power supply was installed on a calibrated infiniti vision system and tested and no problem was found. The power distribution printed circuit board (pcb) was received and a visual assessment of the returned sample found no visual nonconformities. The returned power distribution printed circuit board (pcb) was installed on a calibrated infiniti vision system and was tested and no problem was found. The testing found no problem with the returned samples; therefore, the customer reported event of a system shut down could not be confirmed. The root cause of the reported event of a system shut down cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event of a shutdown issue and IV pole not functioning properly. The host module central processing unit (cpu), power supply assembly and power distribution printed circuit board (pcb) were replaced to address the shutdown issue. The company service representative then removed the balanced salt solution (bss) bag cap that was stuck and causing the IV pole to malfunction. Unrelated to the reported event, the ar replaced the 12v battery, calibrated the touch screen, reformatted hard drive and loaded application software. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The host module central processing unit (cpu) was received and a visual assessment of the returned sample found no visual nonconformities. The returned host module cpu was installed on a calibrated cataract system and was tested and no problem was found. The power supply assembly and power distribution printed circuit board (pcb) were replaced but these samples have not been received for evaluation. Although the power supply assembly and power distribution printed circuit board (pcb) were replaced, it remains inconclusive which of these two (2) contributed to the reported event. Therefore, the root cause remains inconclusive. The root cause of the reported event of the IV pole malfunctioning can be attributed to a bss bag cap lodged in the IV pole. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down and the IV pole was not working. Additional information has been requested.